Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and shear lips suggesting the direction of fracture. The location, and amount of force required in order to induce the fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that the top part of the pituitary instrument broke off during an unspecified spinal surgery. There were no patient complications reported.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.